Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was selected for the endovascular treatment of a type ib endoleak from another manufacturer&#38112;stent graft. It was reported upon opening of the sterile pouch of the device the nurse noticed that the flush port was broken. The device was not used in the patient. Another device was used for this case. No patient injury reported. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation summary: the event was confirmed; the sideport extension was broken. The root cause of the event could not be conclusively determined; however, a potential factor may have been due to the tray design that has since been modified.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.